Event description:
Information was received indicating that a smiths medical pump was alarming when in use with a cleo set. It was noted that blockage would present in the needle and the pump would give an occlusion alarm. She adds that they've dealt with the reported event for the past 3 weeks. They use both novarapid adn flasp as insulin. Customer notes that sometimes when the insulin coagulates a little, it causes the infusion to stop. However, they can usually resolve it by pushing out "a little white" from the needle. However, if not, the pump just stops without resolve. There was no reports of itching or an infection. The insulin is administered on both the thigh and buttocks. There were no other reported adverse events.